Event description:
It was reported that the patient died one week after his leads were implanted. The patient's physician had not yet determined the cause but reported that the patient was in the bathroom, went into respiratory distress, and fell over. Additional information was requested but not available at the time of this submission. Refer to manufacturing report# 6000153-2012-00234. A patient death was reported in relation to two leads that were in concurrent use.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of death was unknown, no autopsy was performed. The death certificate stated the cause of death was cardiovascular arrest. The event was not attributed to any implantable device.